Event description:
It was reported ", after the catheter inserted into the patient, the blood was found in the helium pathway and central lumen was found damaged after the catheter removal". Additional information states that the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The serial number (B)(6) recorded on the complaint report matches the serial number on the returned sample. Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging box. The sample was returned in a cardboard box and was in a ziploc bag. Upon return, the teflon sheath was noted on the iabc. The one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. Bends to the central lumen were noted at approximately 10cm, 38cm and 65cm from the iabc luer. The central lumen was noted damaged at approximately 5.8cm from the distal tip. The wire round was noted unraveled approximately 77.5cm from the iabc luer end. Under microscopic inspection, there was evi-dence of adhesive/glue at the bond location; indicating the central lumen was properly manufac-tured. The damaged central lumen pierced the bladder at approximately 76.5cm from the iabc luer. Some blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "blood was found in the helium pathway" is confirmed. During the investigation, the intra-aortic balloon catheter (iabc) central lumen was noted broken near the iabc distal tip, which can cause blood to enter the helium pathway. Based on a review of the de-vice history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the broken central lumen. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported ", after the catheter inserted into the patient, the blood was found in the helium pathway and central lumen was found damaged after the catheter removal". Additional information states that the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".